Event description:
This unsolicited device case from united states was received on 18-dec-2015 from a healthcare professional (other). This case involves a (B)(6) female patient who experienced swelling, pain 10 of 10, large effusion and trouble weight bearing after receiving treatment with synvisc one. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number: 5rse035; expiration date: 30- jun-2018) into right knee for bilateral osteoarthritis. On unknown dates in (B)(6) 2015, the patient experienced swelling, pain 10 of 10 and trouble weight bearing. On 17-dec-2015, the patient went back for an appointment and had a large effusion that was aspirated and they gave a cortisone injection. Corrective treatment: cortisone for swelling, pain 10 of 10 and large effusion; aspiration for large effusion and not reported for trouble weight bearing outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for swelling, pain 10 of 10 and large effusion.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a healthcare professional (other). This case involves a (B)(6) female patient who experienced swelling, pain 10 of 10, large effusion and trouble weight bearing after receiving treatment with synvisc one. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number: (B)(4); expiration date: 30- jun-2018) into right knee for bilateral osteoarthritis. On unknown dates in (B)(6) 2015, the patient experienced swelling, pain 10 of 10 and trouble weight bearing. On (B)(6) 2015, the patient went back for an appointment and had a large effusion that was aspirated and they gave a cortisone injection. Corrective treatment: cortisone for swelling, pain 10 of 10 and large effusion; aspiration for large effusion and not reported for trouble weight bearing outcome: unknown for all the events. (B)(4). The production and quality control documentation for lot # 5rse035 with expiration date (06/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse035, no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for swelling, pain 10 of 10 and large effusion. Additional information was received on 06-jan-2016. Ptc results were added and text amended accordingly.